Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had data synchronization malfunction. The technical support specialist dialed into device to address a disconnected mode and critical override issue. The tss stopped and restarted the bd data synchronization services. Then rebooted the device. The disconnected mode cleared, and the device entered scheduled critical override. The reported issue was successfully resolved. The system functioned as intended after the technical support specialist troubleshot the issue.